Event description:
On (B)(6), 2012, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, computed tomography (CT) scan revealed the ipsilateral limb had retracted proximally back into the aneurysmal sac, causing a distal type I endoleak. It was reported that the 2 cm of distal landing zone measured before deployment was not adequate, as the pt's iliac artery was severely angulated. On (B)(6), 2012, the pt was implanted with a gore contralateral leg component to extend the graft system distally. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.